Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned the device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a bad sensor alert on the insulin pump. The customer's blood glucose level was 465 mg/dl. The customer was treated with injections 2 units. The troubleshooting was performed. The customer stated that the bad sensor alert occurred after a 2nd consecutive calibration error. The patient was advised to remove and change out sensor. The customer will change out sensor and will send it back to medtronic.